Manufacturer narrative:
Section d4: lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 5076-52, lead product ID 5076-58, lead product ID w1dr01 ipg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular electrogram (egm) was consistently displayed when the analyzer surgical cable was connected to the atrial lead. It was noted that this extended the procedure as the user was unsure of the atrial lead placement. The analyzer surgical cable was disconnected from the atrial lead, however the ventricular egm was still displayed. The analyzer surgical cable was changed out which resolved the issue. No patient complications have been reported as a result of this event.